Event description:
It was reported that the 4 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: it was reported by the customer that 4 safety glide needles were unable to deliver medication. Verbatim: when trying to get air out of syringe to prepare the vaccine, it seem that the safety glide was clogged. No air would push out. Needle taken off and new one put on.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 4 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: it was reported by the customer that 4 safety glide needles were unable to deliver medication. Verbatim: when trying to get air out of syringe to prepare the vaccine, it seem that the safety glide was clogged. No air would push out. Needle taken off and new one put on.

Manufacturer narrative:
H6: investigation summary five hundred samples were provided to our quality team for investigation. Eighty samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Of the eighty samples two samples did not expel the solution due to clogged. It could be possible that a process variation occurred at the lubricant application station. Verification of the lubricant application process was performed. The settings were correct and alignment of fixture was good. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported is confirmed.